Manufacturer narrative:
Device broke intraoperative and was not implanted or explanted. Per facility, the complainant part will not be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) screw heads broke during an initial craniotomy procedure on (B)(6) 2015. The broken fragments were left in the patient. No surgical time delay was noted. This report is 1 of 2 for com-(B)(4).